Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the manufacturing representative (rep) reported the patient was sent home last week and was unable to clear the power on reset (por) due to a discharge message on the 8840 while the ins was between 25 and 50% full. Since then, the patient has recharged to full (sweat marks) at last 4 times and the ins depletes fully within an hour. The rep wanted to interrogate the ins today for settings and impedances tests, but the ins was discharged again and received the ins is discharged on the 8840. The rep then put the recharger over the ins and hit the start key and saw an end of service (eos) message. The rep also indicted the event date was 2016 after the patient was in an accident and stopped recharging. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-04-11. It was reported that they were unable to determine the issues with the sharp pain, because the last time the device was turned on was three years ago. Eos occurred so the patient is being scheduled for a replacement. Patient weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient repeated the already provided information regarding the unrelated car accident injury and surgery. Patient also reported that they met with the rep 2 or 3 times to do that master reset but the battery was so far gone they couldn't get it back and it shut down completely so they need to replace it. The devices will be replaced with the competitor's devices. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported there was an overdischarge and communication could not be recovered with the ins recharger. The patient¿s ins is in overdischarge so the manufacturer representative (rep) met with the patient one week ago to try to charge the ins. The patient charged the ins for 6 hours using physician mode recharges (pmr). The patient saw a power on reset (por) message on the recharger but did not charge the ins normally. The rep was meeting with the patient again and the ins was not communicating. The rep stated that he tried to charge the ins for 20 minutes using pmr and was not able to charge normally. The rep asked if the ins could be recovered and if the ins would record multiple overdischarge strikes. The original reason that the healthcare provider (hcp) and patient wanted to get the ins charged again was because the patient still has back pain so they want to consider use of stimulation again to treat that pain. They were considering replacement, but they want to check the ins before replacement to determine the status of the leads. The rep would continue to try charging the ins with the patient. The patient had stopped using the battery because he was in a car accident. The patient had some surgical procedures as a result of the accident. The ins was turned off at that time to try to recoup from the accident and subsequent procedures. After the patient had the ins off for a period of time following the car accident, when he went to turn the device back on he had a burning sharp pain from the device, so he stopped using stimulation. No further complications were reported/anticipated.